Event description:
Olympus medical systems corporation (omsc) was informed that the product had sharp edges. During biopsy, the doctor detected a 2 cm mucosa fissure and treated it by using 5 clips. After irrigation, a perforation could not be confirmed. The doctor completed the procedure with a similar device. The patient stayed in a hospital overnight and was released.

Manufacturer narrative:
Omsc have not received the subject product for evaluation yet. The exact cause of the user's report could not be conclusively determined. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. The device instruction manual has warned users that "do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage." A supplemental report will be submitted, if additional and significant information becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.